Manufacturer narrative:
There was no donor involved in the incident. The centrifuge board has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined

Event description:
On december 31, 2020 haemonetics was notified of smoking followed by a spark and a burnt centrifuge board on a pcs®2 plasma collection system.